Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During a routine visit, customer reported that the thermogard ivtm system (serial #(B)(4)) was leaking coolant. Coolant fluid was observed under the console. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(6)) was leaking coolant was confirmed during visual inspection. The thermogard ivtm system was evaluated at customer site by a zoll service representative and the console's drain coupler was leaking. However, the initial functional testing on the themogard system passed without any fault or error. The root cause found was due to a damaged drain coupler in which likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in january 2010 and it is over 10 years old, well past beyond its serviceable life of 5 years. The drain coupler was replaced to remedy the leaking console. No other physical damage was observed on the thermogard xp ivtm system during visual inspection. After part replacement, the system was re-evaluated and passed all the functional tests without any fault or error. No leak was observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(6).